Manufacturer narrative:
The investigation for the reported access site bleed and positioning issues has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed and positioning issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a male patient of an unknown age in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient developed a hematoma in the right groin and manual pressure was held. One unit of packed red blood cells (prbcs) was transfused as treatment. It was further noted that the pump's positioning remained in the mitral valve despite attempts to maneuver the device. As a result, support levels could not be raised above p-5. The pump was weaned the following day and explanted.